Event description:
During a hemorrhoidal banding procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. The ligator device was attached to the endoscope and the endoscope was advanced into the rectum. The endoscope position was described as "retroflexed." During an attempt to deploy, the bands would not release from the ligator barrel. The endoscope reportedly "coiled up." The endoscope was removed from the pt and two bands were able to be deployed outside the pt. The endoscope was then placed back into the retroflexed position in the rectum. Another attempt to deploy the bands was made but unsuccessful. At that point, the endoscope was removed and a different endoscope and ligator were used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. One unused product from the lot said to be involved was removed from our finished goods inventory to be evaluated. Our laboratory evaluation of the unused product could not confirm the report of difficulty with band deployment. During our laboratory analysis, the product was loaded onto an endoscope and placed in a curved position to simulate worst-case scenario. The endoscope used for this simulation has an accessory channel that is 2.8mm in diameter. All ligator bands deployed without any difficulty. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed during evaluation of the unused product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the trigger cord to catch, resulting in band deployment difficulty." The endoscope reportedly "coiled up" when difficulty with band deployment was encountered. Curving of the endoscope can occur if handle rotation is continued after experiencing band deployment difficulty, perhaps due to a compromised accessory channel restricting movement of the trigger cord. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The info provided indicated two bands were able to be deployed outside the pt, but once the ligator was inside the pt and the endoscope was in a retroflexed position, band deployment difficulty occurred. Based on this info, it is possible the endoscope position was a contributing factor to the reported band deployment difficulty. If the trigger cord is allowed to become lodged between the barrel and the distal end of the endoscope, this can restrict trigger cord movement and result in band deployment difficulty. The instructions for use advise the user to ensure that the trigger cord does not become pinched between the barrel and the endoscope when placing the barrel on the distal end of the endoscope. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. No further action warranted at this time because the report was unable to be verified. The likelihood of this type of report is rare. Customer quality assurance will continue to monitor for complaint trends.